Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient had an MRI scan yesterday without turning her stimulation off, and stated since then she is having back pain with the ins area. The patient inquired what can happen if she has an MRI scan without turning the stimulation off. The information was reviewed. The patient stated she tried turning down her stimulation all the way down due to this issue and stated that did not help. The patient mentioned she usually has her stimulation somewhere around 4-6. The patient noted that she had a follow up appointment today.